Event description:
The event is reported as: at the end of the surgery, it was difficult to remove the guide, it was blocked. The consequences were peritoneal lesions caused by the movement of the trocar while it was being changed out. Pt current condition listed as fine.

Manufacturer narrative:
No sample available for investigation. DHR investigation did not show issues related to complaint. It is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend relating complaints.